Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # p58n1c. Cartridge b: gst45t, partially fired 2/3, p58m49. Per photographic evaluation: the picture shows the jaws of a device in the closed position with a black reload loaded. The jaws are pressing tissue. Several staples can be seen. However, staples formation cannot be determinate. Based on the photo the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the analysis results found that one pcee45a device was returned with the anvil bent upwards and with a gst45t reload loaded on the device. The reload was received partially fired 2/3 with the cartridge deck damaged. In addition, another gst45t cartridge was received partially fired 2/3. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify the statement, on the second jam "the jaws were not released even though handle was fully released. Jaws with reloads were stuck.¿ anvil was stuck to one another with tissue and malformed staples were observed, while closing trigger was fully opened. How was the device removed from the tissue? Was the device cut off? Or were the device jaws able to be opened? If yes, how were they opened? The tissue was forced out causing heavy bleeding. The jaws were still stuck closely. What was done to complete the procedure? Over suturing of the failed and torn staple line. Was there any change in the procedure or post-operative care of the patient due to the event that occurred? If yes, please describe. N/a.

Event description:
Case: open left wedge resection. First three fires was fine with gst45b and gst45g (2) on pcee45a. Subsequent 2 fires with gst45t on very thick lobes only managed to fire halfway through before jamming and staples are seen to misfire. Surgeon had to manual reverse both times. On the second jam, the jaws were not released even though handle was fully released. Jaws with reloads were stuck. There were no patient consequences.